Manufacturer narrative:
Zimvie complaint number (B)(4). G4: PMA/510(k) number : k133339.

Event description:
Doctor reported that cover screw does not screw at tooth site 15. A new implant was placed to finish the procedure.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D4: additional device information. D9: device availability. G3: date received by manufacturer. G6: type of report. H1: type of reportable event . H2: follow up type. H3: device evaluated by manufacturer. H4: device manufacturer date. H6: adverse event problem. H10: additional narrative. Zimvie received one (1) tsvtwh8, (imp, tsv, 4.7, 8, mtxf, mg, ha) for evaluation. A visual evaluation was performed, there was signs of usage. There was some bone/blood debris on the internal threads. The cover screw didn¿t engage with the implant. DHR review was completed for the subject lot number 1256039. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1256039 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental : functional : device malfunction¿ based on the investigation and risk management file review, the most likely root cause determined from the investigation was missing or confusing instructions for use or the clinician damages implant restorative seating surface (e.g. Scratches, dents resulting in removal of implant material). Therefore, based on the available information, a device malfunction did occur. The cover screw didn't engage with the implant. The reported event was